Event description:
It was reported by the patient that the remote monitor overheated and was worried if it would cause a fire. The patient was informed that a replacement return kit would be sent. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950k, serial/lot#: (B)(4). The remote monitor was returned and analysis revealed that there was no defect found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.